Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypertension, anemia, uterine leiomyoma, asthma, allergic rhinitis, abdominal pain, follicular cyst of ovary, endometriosis, chlamydia trachomatis infection, vaginitis and vulvovaginitis. Concomitant products included iron since 2000, lisinopril since 2000, nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), depression ("psychological or psychiatric problems condition: depression/psych injury") and anxiety ("psychological or psychiatric problems condition: metal anguish/psych injury"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and vaginal infection ("bladder/urinary problems: vaginal infection"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain was resolving and the genital haemorrhage, vaginal haemorrhage, menorrhagia, depression, anxiety, abdominal pain and vaginal infection outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in insertion date (B)(6) 2009 discrepancy noted: in pfs plaintiff reported that she did not undergo essure confirmation test but in summons hsg results were provided received treatment for pelvic/abdominal pain vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2011: diagnosis: leiomyoma of uterus, unspecified , follicular cyst of ovary, abdominal pain, unspecified site hepatic funtion panel. This panel must include the diagnosis: leiomyoma of uterus, unspecified, abdominal pain, unspecified site. Hysterosalpingogram - on an unknown date: which confirmed that the essure device was successfully occluded. Ultrasound scan - on (B)(6) 2011: diagnosis: leiomyoma of uterus, unspecified, unspecified symptom associated with female genital organs ultrasound, pelvic (nonobstetric), real time with diagnosis: leiomyoma of uterus, unspecified, unspecified symptom associated with female genital organs. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 19-nov-2019: pfs received. Event outcome updated for: physical pain/pelvic pain. Reporter and concomitant drugs were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypertension, anemia, uterine leiomyoma, asthma, allergic rhinitis, abdominal pain, follicular cyst of ovary, endometriosis, chlamydia trachomatis infection, vaginitis and vulvovaginitis. Concomitant products included iron since 2000, lisinopril since 2000, nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), depression ("psychological or psychiatric problems condition: depression/psych injury") and anxiety ("psychological or psychiatric problems condition: metal anguish/psych injury"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), vaginal infection ("bladder/urinary problems: vaginal infection"), back pain ("back pain"), vulvovaginal candidiasis ("candidal vaginosis") and post procedural complication ("post removal complications"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain and vulvovaginal candidiasis had resolved and the vaginal haemorrhage, menorrhagia, depression, anxiety, vaginal infection and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, vaginal haemorrhage, vaginal infection and vulvovaginal candidiasis to be related to essure. The reporter commented: discrepancy noted in insertion date-(B)(6) 2009 discrepancy noted: in pfs plaintiff reported that she did not undergo essure confirmation test but in summons hsg results were provided received treatment for pelvic/abdominal pain vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2011: diagnosis: leiomyoma of uterus, unspecified , follicular cyst of ovary, abdominal pain, unspecified site. Hepatic function must include: diagnosis: leiomyoma of uterus, unspecified, abdominal pain, unspecified site. Hysterosalpingogram - on an unknown date: which confirmed that the essure device was successfully occluded. Ultrasound scan - on (B)(6) 2011: diagnosis: leiomyoma of uterus, unspecified, unspecified symptom associated with female genital organs ultrasound, pelvic (nonobstetric), real time with; diagnosis: leiomyoma of uterus, unspecified, unspecified symptom associated with female genital organs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff information form received. Events ¿vulvovaginal candidiasis, back pain and post procedural complication¿ were added. Events¿ pelvic pain, abdominal pain and genital bleeding¿ outcome were updated to recovered/resolved. Previously reported event" genital bleeding " seriousness criterion was updated to non-serious. On 9-jan-2020: plaintiff information form received. No new clinical information received. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included benign breast lump removal, tonsillectomy, gravida ii, induced abortion, abdominal pain, endometriosis of pelvic peritoneum, nausea, vomiting and fibroids. Previously administered products included for an unreported indication: vicodin. Concurrent conditions included hypertension, anemia, uterine leiomyoma, asthma, allergic rhinitis, abdominal pain, follicular cyst of ovary, endometriosis, chlamydia trachomatis infection, vaginitis and vulvovaginitis. Concomitant products included iron since 2000, lisinopril since 2000, nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding ( menorrhagia)"), depression ("psychological or psychiatric problems condition: depression/psych injury") and anxiety ("psychological or psychiatric problems condition: metal anguish/psych injury"). On an unknown date, the patient experienced device expulsion ("a coiled iud is loosely adhere to the endometrial wall."), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), vaginal infection ("bladder/urinary problems: vaginal infection"), back pain ("back pain"), vulvovaginal candidiasis ("candidal vaginosis"), post procedural complication ("post removal complications") and endometriosis ("endometriosis") and was found to have uterine leiomyoma ("degenerating fibroids"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain and vulvovaginal candidiasis had resolved and the vaginal haemorrhage, heavy menstrual bleeding, depression, anxiety, vaginal infection, post procedural complication, uterine leiomyoma and endometriosis outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, device expulsion, endometriosis, genital haemorrhage, heavy menstrual bleeding, pelvic pain, post procedural complication, uterine leiomyoma, vaginal haemorrhage, vaginal infection and vulvovaginal candidiasis to be related to essure. The reporter commented: discrepancy noted: essure insertion date as per mr is (B)(6) 2010. Left: 1 coil right:10 coils discrepancy noted in insertion date-??-(B)(6) 2009 discrepancy noted: in pfs plaintiff reported that she did not undergo essure confirmation test but in summons hsg results were provided received treatment for pelvic/abdominal pain vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2011: diagnosis: leiomyoma of uterus, unspecified , follicular cyst of ovary, abdominal pain, unspecified site. Hepatic function must include: diagnosis: leiomyoma of uterus, unspecified, abdominal pain, unspecified site. Hysterosalpingogram - on an unknown date: which confirmed that the essure device was successfully occluded. Ultrasound scan - on (B)(6) 2011: diagnosis: leiomyoma of uterus, unspecified, unspecified symptom associated with female genital organs ultrasound, pelvic (nonobstetric), real time with; diagnosis: leiomyoma of uterus, unspecified, unspecified symptom associated with female genital organs. Concerning the injuries reported in this case, the following one is confirmed in patients¿ medical records:device expulsion, fibroids and endometriosis quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included benign breast lump removal, tonsillectomy, gravida ii, induced abortion, abdominal pain, endometriosis of pelvic peritoneum, nausea, vomiting and fibroids. Previously administered products included for an unreported indication: vicodin. Concurrent conditions included hypertension, anemia, uterine leiomyoma, asthma, allergic rhinitis, abdominal pain, follicular cyst of ovary, endometriosis, chlamydia trachomatis infection, vaginitis and vulvovaginitis. Concomitant products included iron since 2000, lisinopril since 2000, nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding ( menorrhagia)"), depression ("psychological or psychiatric problems condition: depression/psych injury") and anxiety ("psychological or psychiatric problems condition: metal anguish/psych injury"). On an unknown date, the patient experienced device expulsion ("a coiled iud is loosely adhere to the endometrial wall."), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), vaginal infection ("bladder/urinary problems: vaginal infection"), back pain ("back pain"), vulvovaginal candidiasis ("candidal vaginosis"), post procedural complication ("post removal complications") and endometriosis ("endometriosis") and was found to have uterine leiomyoma ("degenerating fibroids"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain and vulvovaginal candidiasis had resolved and the vaginal haemorrhage, heavy menstrual bleeding, depression, anxiety, vaginal infection, post procedural complication, uterine leiomyoma and endometriosis outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, device expulsion, endometriosis, genital haemorrhage, heavy menstrual bleeding, pelvic pain, post procedural complication, uterine leiomyoma, vaginal haemorrhage, vaginal infection and vulvovaginal candidiasis to be related to essure. The reporter commented: discrepancy noted: essure insertion date as per mr is (B)(6) 2010. Left: 1 coil, right:10 coils. Discrepancy noted in insertion date- (B)(6) 2009. Discrepancy noted: in pfs plaintiff reported that she did not undergo essure. Confirmation test but in summons hsg results were provided. Received treatment for pelvic/abdominal pain vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2011: diagnosis: leiomyoma of uterus, unspecified , follicular cyst of ovary, abdominal pain, unspecified site. Hepatic function must include: diagnosis: leiomyoma of uterus, unspecified, abdominal pain, unspecified site. Hysterosalpingogram - on an unknown date: which confirmed that the essure device was successfully occluded. Ultrasound scan - on (B)(6) 2011: diagnosis: leiomyoma of uterus, unspecified, unspecified symptom associated with female genital organs ultrasound, pelvic (nonobstetric), real time with; diagnosis: leiomyoma of uterus, unspecified, unspecified symptom associated with female genital organs. Concerning the injuries reported in this case, the following one is confirmed in patients¿ medical records:device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2021: mr received: events a coiled iud is loosely adhere to the endometrial wall, fibroids and endometriosis added. Reporter, medical history and rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypertension, anemia, uterine leiomyoma, asthma, allergic rhinitis, abdominal pain, follicular cyst of ovary, endometriosis, chlamydia trachomatis infection, vaginitis and vulvovaginitis. Concomitant products included nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), depression ("psychological or psychiatric problems condition: depression/psych injury") and anxiety ("psychological or psychiatric problems condition: metal anguish/psych injury"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and vaginal infection ("bladder/urinary problems: vaginal infection"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, depression, anxiety, abdominal pain and vaginal infection outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in insertion date (B)(6) 2009. Discrepancy noted: in pfs plaintiff reported that she did not undergo essure confirmation test but in summons hsg results were provided received treatment for pelvic/abdominal pain vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2011: diagnosis: leiomyoma of uterus, unspecified , follicular cyst of ovary, abdominal pain, unspecified site hepatic funtion panel. This panel must include the diagnosis: leiomyoma of uterus, unspecified, abdominal pain, unspecified site. Hysterosalpingogram - on an unknown date: which confirmed that the essure device was successfully occluded. Ultrasound scan - on (B)(6) 2011: diagnosis: leiomyoma of uterus, unspecified, unspecified symptom associated with female genital organs, ultrasound, pelvic (nonobstetric), real time with diagnosis: leiomyoma of uterus, unspecified, unspecified symptom associated with female genital organs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received. Events- general abnormal bleeding, abdominal pain and bladder/urinary problems: vaginal infection were added. Event clubbed: psychological or psychiatric problems condition: depression/psych injury. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypertension, anemia, uterine leiomyoma, asthma, allergic rhinitis, abdominal pain, follicular cyst of ovary, endometriosis, chlamydia trachomatis infection, vaginitis and vulvovaginitis. Concomitant products included nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: metal anguish"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date-(b)(64) 2009 discrepancy noted: in pfs plaintiff reported that she did not undergo essure confirmation test but in summons hsg results were provided. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2011: diagnosis: leiomyoma of uterus, unspecified , follicular cyst of ovary, abdominal pain, unspecified site hepatic function panel. This panel must include the diagnosis: leiomyoma of uterus, unspecified, abdominal pain, unspecified site. Hysterosalpingogram - on an unknown date: which confirmed that the essure device was successfully occluded. Ultrasound scan - on (B)(6) 2011: diagnosis: leiomyoma of uterus, unspecified, unspecified symptom associated with female genital organs ultrasound, pelvic (nonobstetric), real time with diagnosis: leiomyoma of uterus, unspecified, unspecified symptom associated with female genital organs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2019: new pfs and mr received- new events added: abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish. Concomitant conditions and drugs were added. New reporters information was added. Product information was updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.